Event description:
There was no patient involved in thi sevent. From connection with the computer for verification via software, the device turns on by itself.

Event description:
There was no patient involved in thi sevent. From connection with the computer for verification via software, the device turns on by itself.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 26th may 2011. Upon receipt the device memory could not be downloaded, and the unit was observed switching itself on upon connecting to pc via usb, as per the reported fault. Corrosion was observed on both the on_button line of the membrane tail and the usb circuitry on the pcba. This had likely led to current being drawn from the on_button line when the device was initiating usb mode, triggering the start-up sequence. The corrosion on the membrane tail and pcba, in addition to the usb contact collars would indicate the device had been stored outside of the indicated conditions. Information from the history log showed multiple manual power ons from the (B)(6) 2020, which would suggest the device had been switching on automatically from this date, due to the corrosion on the membrane tail. The returned sam 300p is now outside of its warranty period and shall be scrapped.